Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a critical alarm that was confirmed by telemetry. The device was interrogated and the alarm seen was a pump motor stall with no motor stall recovery. No further details, patient symptoms or outcome were provided. Additional information was requested but not received at the time of this report. A follow-up report will be filed if additional information becomes available.